Event description:
Incoming information notes ¿low ventricular lead bipolar and integrated bipolar impedance warning triggered on (B)(6) 2024 at 190 ohms¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).